Manufacturer narrative:
H11: the customer called in to report that their unit was beeping intermittently. The customer checked the service log and found no error codes log in the service logs. The rse (remote service engineer) then advised the customer to test the speakers and verify that the speaker wire was not touching the top of the speaker, which the customer confirmed was not and that the speakers were within specifications. The rse also advised the customer to perform a backup alarm test and perform a system reset to defaults. The customer called back and informed the rse that the previous troubleshooting did not resolve the issue. The rse then advised the customer to swap the user interface (ui) display with another one as well as a power fail test in performance verification test (pvt) to verify the motor control (mc) backup alarm was operational. The rse also advised that if the issue was not resolved through the steps provided then a possible central processing unit (cpu) or power management (pm) printed circuit board assembly (pcba) may be required. The customer acknowledged the steps provided and would call back if further assistance was needed. H10: multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was beeping intermittently. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Device evaluation and repair are pending.